Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative the patient experienced a possible cardiac perforation, cardiac tamponade, asystole and cardiac arrest during a procedure to implant a leadless implantable pulse generator (ipg) system. The introducer sheath was inserted without incidence over a wire into the right atrium. The wire and dilator were removed, and the delivery system was advanced to the tip of the sheath. The sheath was pulled back, exposing the delivery system. The delivery system was deflected without incidence into the right ventricle and advanced to the septum. It was reported that the ipg exhibited no capture and high thresholds at multiple locations. The ipg was recaptured. The patient complained that their nose was itchy and when the nurse went to scratch the patient¿s nose, their breathing became agonal. The delivery system was pulled back into the atrium at this point. Respiratory was called at that point. Shortly thereafter, the patient¿s blood pressured and oxygen saturation dropped. Echocardiogram, periocardiocentesis and resuscitative measures were performed. Several hours of resuscitation were performed. It was reported that the patient died. Cause of death was provided as potential perforation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there was no success with deployment and the patient expired on the operating table.